Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette did not aspirate during cataract surgery. The product was replaced with another one and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Field service engineer (fse) recommended to the customer to note down any advisories or details of the cassette and keep the cassette for organization investigation. Fse performed fully system verification in accordance with organization standard testing procedure and met specifications. Cassette evaluation: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).